Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation due to battery depletion. The ipg was explanted and replaced with a different model on (B)(6) 2012. The explanted device was not returned to the manufacturer for analysis.